Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged between 102 mg/dl and 125 mg/dl. Reportedly, the customer had long acting insulin as alternate insulin therapy.